Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar autoa-flex device was returned to a third-party service center for evaluation of their device with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During evaluation, the service technician observed visible foam particles inside the blower kit. Dust contamination was also noted. There was no report of serious or permanent injury or the need for medical intervention. Following completion of the evaluation, the device was scrapped by the service center.